Manufacturer narrative:
The reported complaint of the secure lock unable to be tightened was not confirmed. A video and a sample image were provided by the customer showing the assumed area of the defect. In the video provided by the customer, the pressure tubing was loosening by itself since the needle was inside the patient's body. It is unknown why the pressure tubing was loosening by itself. No visual anomalies were observed on the returned set. During investigation, the male luer of the distal end of the set was able to be connected and disconnected to the needle without any issue. The set was primed and pressure leak tested, no leaks were observed. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a transpac IV monitoring kit the reporter stated that the healthcare provider connected the set to puncture needle. The secure lock was unable to be tighten and resulted in blood return: resulted in blood spill. The event was noted during infusion of the saline. There was no other physical damage noted. The set was replaced and therapy was resumed. There was patient involvement and adverse event or patient harm. The patient has continued therapy, there is no additional impact observed so far, and no health.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.